Event description:
This supplemental report is being filed due to the additional information received. Boston scientific received information that this lead was an attempted implant due to an unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to an unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.